Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by changing the charging supplies, and the pump began charging, requiring no further assistance.